Manufacturer narrative:
Medtronic rep replaced the mouse on the system and removed software error files. There have been no software exits reported since.

Event description:
Medtronic rep reported the system at the site exited and reverted to the main login screen. They rebooted the system and were able to get back to the navigate task w/o issue. No impact on pt outcome reported.